Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The associated multi-function cable and electrodes were not returned for evaluation as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not recognize the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.